Manufacturer narrative:
Patient weight not available for reporting. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - manufacturing location: supplier - (B)(4). Packaged by ¿ monument. Manufacturing date: 10/21/2014. Expiration date: 9/30/2019. Part #: 09.402.024s, lot#: 7693234 (sterile) - 24mm cocr radial head standard height/13.0mm - sterile. Quantity (B)(4). Lot was release to the warehouse on 10/21/2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2015, a radial head replacement was performed successfully. Three (3) months post operatively, the patient lost 50% of their range of motion. It was thought that the radial head was too large, thus limiting his range of motion. Once the radial head was removed, it was determined that the radial head was not the cause. Scar tissue was determined to be the cause of the range of motion loss. The surgeon freed up some of the patient's scar tissue and the patient's range of motion was restored. As a precautionary measure, the surgeon used a 22mm standard head instead of the initial 24mm standard head. The same stem was used because of its superior fixation. The surgery was then completed successfully. This is report 1 of 1 for (B)(4).